Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. Customer did not perform troubleshooting for their high blood glucose reading. Customer also reported the cannulla being bent. Insulin pump will not be returning for analysis.